Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00333: screw; 3025141-2018-00334: handle.

Event description:
When implanting an aculoc 2 proximal plate, the top styloid screw stripped and was not fully seated into the plate with a torque limiting driver. The stripped screw was removed adding an extra 30 minutes to the surgery.